Manufacturer narrative:
Device = leaflets frozen. Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3.5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. What appeared to be fibrin deposits were observed near the free margin of all leaflets at the inflow aspect. Leaflet 2 had a non-transmural l-shaped tear on the cusp region of approximately 8mm. Calcification was evident near the tear. Calcification and host tissue restricted leaflet mobility and led to stenosis. The wireform was exposed near leaflet 2 at the outflow aspect and the sewing ring was cut near commissures 2 and 3. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Product evaluation confirms stenosis due to calcification and host tissue overgrowth. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, no patient medical history or medical records have been made available. Therefore, we are unable to determine the root cause for calcification and host tissue overgrowth on this valve. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned that a 29mm mitral valve was explanted after an implant duration of three (3) years, one (1) month, and twenty-four (24) days, due to "2 of the leaflets were frozen." Device was returned for evaluation. However, no medical records or information regarding the patient have been provided.